Manufacturer narrative:
The device was returned along with a photograph of the issue. Retention samples were also analyzed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the sample and the picture verified a piece of hair at the top of the syringe coupler. No particulate matter issues were observed during inspection of the retention samples. The reported condition was verified and the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair within the packaging of a floseal kit. This was discovered when the kit was opened. There was no patient involvement. No additional information is available.